Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The canada customer reported "occasionally issues with staining." The field service engineer repaired the instrument by replacing the aspiration and dispense check valve which resolved this malfunction. Per documentation, customer is able to continue testing. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.